Event description:
The customer reported that the t:slim x2 pump battery would not charge, referencing a power source alert, specifically alert 07, in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various solutions including using different wall adapters to resolve the issue but was unsuccessful. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. If the pump battery depleted before receiving the replacement, the customer planned to call her doctor for back-up therapy options. Upon follow-up, it was confirmed that the pump was charging and functioning properly, and the customer was advised to reach out if any further issues occurred.